Event description:
Spoke with pt who spontaneously called to report that pump she just got shipped to her (sn (B)(4)) is malfunctioning. She reports that if she puts any pressure on the battery cup, the power to the pump turns off and restarts. She reports that when she does that to pump she is currently using, that does not happen so she knows it is the pump itself. Replacing current pump. Pt has back-up pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Strength: 2.5mg, dose or amount: 20nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.